Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose (bg) was 395 mg/dl. The customer continued to use the pump for insulin therapy. Additionally, the customer experienced a blood glucose (bg) level of 500 mg/dl. Reportedly, the customer went to the emergency room due to the customer consuming "sugar filled food without knowledge", customer also alleged that the pump delivered less insulin than requested for a bolus. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Tandem technical support did a full pump system check and verified that the pump was operating as intended and the alleged root cause could not be confirmed. Multiple attempts were made by tandem technical support to gather additional information, however no response was received.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 395 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B1, b2-required intervention, b5, h6-remove: 1905, 4614; add: 2199, 4582.